Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7027018, model/catalog description: coveredge 32 surgical lead kit 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg and lead site. Symptoms of redness and drainage in the wound was noted. It was unknown if the infection was device related. The patient was prescribed antibiotics and underwent an explant procedure.